Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller board and image processor board were reseated, and the system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that while flouring, the system started flashing and they were unable to obtain an image during a case. An alternate system was required to finish the case. There is no report of pt injury associated with this event.